Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broken pin left in patient.

Manufacturer narrative:
Conclusion and justification status for MDR: the apg+ 2.5mm breakaway guide pin associate with the reported event was not returned. Provided information stated the broken piece was retrieved later that same day. Review of provided patient x-rays confirmed the broken guide pin inferior to the glenoid component and medial to the humeral component. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A search of the complaint database against product code 223000019 found additional reports of pin breakage. A preliminary risk assessment meeting was conducted on december 18, 2013, (B)(4). Health hazard evaluation process meeting was conducted on january 22, 2014, (B)(4). The investigation could not draw any conclusions about the root cause of the current reported event without the device to examine. A voluntary device correction was issued on march 28, 2014 to inform us distributors and us surgeon users about the possibility of the pin breaking and potentially being left in the patient. Inof the original, unbroken pin) have been removed. CAPA (B)(4) was initiated on february 17, 2014. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.